Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is not turning on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and was unable to verify the reported failure. Fse found logs related to power management board and hence fse replaced power management board as precaution. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received power management board, with a reported unit failure of the unit not powering on and not charging batteries. The fat performed a visual inspection and found the part to have a damaged q27 component. Fat will not test this board due to the risk associated with the cardiosave test fixture. Cannot confirm failure. Revision is obsolete and not able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.